Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer experienced elevated blood glucose level starting in the morning and increasing in the afternoon of up to 250-300mg/dl. Customer thinks that pump does not deliver insulin correctly. No adverse event alleged. A request was made for the return of the device.